Manufacturer narrative:
Additional patient information was provided by the customer and added to describe event or problem. Suspect medical device was updated including the phone number, email, and fax number. All manufacturers was updated including the mfg site email and mfg site fax number.

Event description:
The customer observed false positive sars-cov-2 igg results for two patients on an alinity I analyzer. The following data was provided (<1.4 index (s/c) is negative, >/=1.4 index (s/c) is positive): sample ID (B)(6) initial result, on 23feb2021, was 1.71, repeated on 25feb2021, was 0.15 index (s/c). Additional laboratory testing was provided: sars-cov-2 igm was 0.35 index, sars-cov-2 igg ii was 2245.9 au/ml, sample ID (B)(6) initial result, on 25feb2021, was 2.05, repeat was 0.66 index (s/c). Additional laboratory testing was provided: sars-cov-2 igm was 0.11 index, sars-cov-2 igg ii was 4325.4 au/ml. There was no impact to patient management reported. Additional patient information was provided on 19mar2021: the patients were vaccinated with the pfizer vaccine and had no clinical history of covid-19.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry: (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06r90-22, that has a similar product distributed in the us, list number 06r90-20.

Event description:
The customer observed false positive sars-cov-2 igg results for two patients on an alinity I analyzer. The following data was provided (<1.4 index (s/c) is negative, >/=1.4 index (s/c) is positive): sample ID (B)(6) initial result, on (B)(6) 2021, was 1.71, repeated on (B)(6) 2021, was 0.15 index (s/c). Additional laboratory testing was provided: sars-cov-2 igm was 0.35 index. Sars-cov-2 igg ii was 2245.9 au/ml. Sample ID (B)(6), initial result, on (B)(6) 2021, was 2.05, repeat was 0.66 index (s/c). Additional laboratory testing was provided: sars-cov-2 igm was 0.11 index. Sars-cov-2 igg ii was 4325.4 au/ml. There was no impact to patient management reported.

Manufacturer narrative:
Component code: g01003. The complaint investigation for false positive alinity I sars-cov-2 igg results included a search for similar complaints, the review of complaint text, trending data, labeling, scientific literature, and device history records. Sensitivity and specificity testing was done using an in-house retained kit of lot 24570fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 24570fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer observed potential false positive results for two patient samples when testing was performed using alinity sars-cov-2 igg reagent lot 24570fn00. On (B)(6) 2021, sample ID (B)(6) initial result was 1.71 index (s/c), repeated on the (B)(6) 2021, result was 0.15 index (s/c). Additional laboratory testing was provided: sars-cov-2 igm was 0.35 index; sars-cov-2 igg ii was 2245.9 au/ml. On (B)(6) 2021, sample ID candiano initial result was 2.05, repeat was 0.66 index (s/c). Additional laboratory testing was provided: sars-cov-2 igm was 0.11 index; sars-cov-2 igg ii was 4325.4 au/ml. In this case, it is noted that the patients have received a covid vaccine and had no covid clinical history. The alinity sars-cov-2 igg assay is designed to detect immunoglobulin class g (igg) antibodies to the nucleocapsid protein of sars-cov-2 in serum and plasma from patients with signs and symptoms of infection who are suspected of coronavirus disease (covid-19) or in serum and plasma of subjects that may have been infected by sars-cov-2. The pfizer vaccine utilizes a strategy that generates an antibody response to the spike protein. A review of the manuscript bryan et al. 2020. ¿performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho¿, j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed specificity data consistent with product labeling. 1,020 serum specimens collected prior to sars-cov-2 circulation in the united states was tested where one false positive was found, indicating a specificity of 99.90% results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, no systemic issue or deficiency of the alinity I sars-cov-2 igg reagent, lot number 24570fn00, was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.